Manufacturer narrative:
There is no indication that the access accutni+3 device was returned for evaluation. The field service engineer (fse) evaluated the instrument at the facility and noted there were no system hardware issues. The fse verified the system per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, a definitive cause of the incident could not be determined with the available information.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, for one patient, involving the access accutni+3 reagent used in conjunction with the unicel dxi 600 access® immunoassay system. An initial result of 0.182 ng/ml was obtained and released out of the laboratory. As a result, the patient was held for observation and given unknown fluids and unknown medication. It is not known if any additional treatment was given to the patient. There has been no report of current patient outcome to date. Subsequent testing of the patient's sample, on the original instrument and an alternate access 2 system, generated lower results of 0.042 ng/ml and 0.013 ng/ml, respectively. Approximately eight hours after the initial sample analysis, a second sample from the patient was analyzed on the original and alternate instrument and produced lower results of <0.01 ng/ml and <0.01 ng/ml, respectively. The patient's samples were collected in becton dickinson lithium heparin plasma tubes and centrifuged at 3,500 rpm (rotations per minute) for ten minutes, at ambient temperature. The customer stated the samples appeared clear with no sample integrity issues noted. The customer indicated all system parameters including quality control, calibration, and system checks were performing within assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.